Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. The omega 20mm x4.50mm stent was noted to be deformed during removal of the plastic protector. The procedure was completed with another of the same device. No patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an omega stent delivery system (sds) and stent with no original packaging or other devices. There was contrast and blood on the device when received. The balloon was tightly folded with the stent secure on the balloon. The distal portion of the stent had struts that were bent, flared and stretched. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal coronary angioplasty procedure, stent damage occurred. The omega 20mm x4.50mm stent was noted to be deformed during removal of the plastic protector. The procedure was completed with another of the same device. No patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved u.s. Device.